Manufacturer narrative:
510k: this report is for an unknown rod/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 a posterior lumbar interbody fusion (plif) procedure for a screw replacement was performed to treat asd (adjacent segment disease). A 7.0mm diameter was replaced with a 8.0mm diameter screw. This report is for one (1) unknown rod. This is report 2 of 3 for (B)(4). This complaint is related to (B)(4).